Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported that discordant, falsely depressed carbon dioxide (co2) results were obtained on the dimension vista 1500 system on one patient. Siemens headquarters support center (hsc) has completed their evaluation of the event and the information provided. The cause is unknown. Hsc review of the instrument data for this event indicates qc is within range with no evidence of outliers to suggest an instrument problem. Hsc review of water processing module (wpm) properties indicated no water quality issues were observed that could contribute to a falsely low co2 result. No consumable product problem has been identified. The device is operating per specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed carbon dioxide (co2) result was obtained on a patient venous sample on two dimension vista 1500 systems. The results were reported to the physician who questioned the result. An arterial blood sample from the same patient was tested by an alternate non-siemens methodology (blood gas analyzer) and a higher result was obtained. The original venous sample was repeated on the alternate methodology and the higher result was obtained. A corrected report was issued. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed co2 result.